Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 97791, lot # unknown, product type: accessory; product ID: 97791, lot # unknown, product type: accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2021, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jan-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't receiving relief in their lower back. If the patient stood perfectly straight they could feel the stimulation but they generally didn't stand perfectly straight. The patient has an appointment on (B)(6) to try and address the stimulation issues. No further complications reported. Additional information was reported that the patient fell and the wires were moved and/or repositioned. The leads were explanted. No further information was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 977a260, (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID# 977a260, (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits: additional review indicated conclusion code (B)(4) results code (B)(4), and method code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.